Event description:
During a follow-up interrogation, a message was displayed that included a statement to contact a sorin rep. The representative reported that following interrogation, the device was found to be programmed with the nominal settings. The device was successfully programmed back to desired settings and remains implanted. The files from the programmer were sent to the manufacturer for review.

Event description:
During a follow-up interrogation, a message was displayed that included a statement to contact a sorin rep. The representative reported that following interrogation, the device was found to be programmed with the nominal settings. The device was successfully programmed back to desired settings and remains implanted. The files from the programmer were sent to the manufacturer for review.

Manufacturer narrative:
(B)(4), 2012.a response from the manufacturer is pending. Device remains implanted.

Manufacturer narrative:
(B)(4), 2012,a response from the manufacturer is pending.since the device remains implanted, the files from the programmer were reviewed. The files showed the reported behavior was due to the detection of corrupted data in device memory upon interrogation which triggered the switch to nominal. The corrupted data does not impact device operation and the origin of these unexpected values could not be determined with certainty.since the device and programmer operated as specified, the device can remain implanted without further action.(B)(4): device remains implanted.